Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and they experience the high blood glucose. The customer¿s blood glucose level was 404 mg/dl, 300 mg/dl. The customer was treated with the manual injection. The troubleshooting was not offered for high blood glucose and troubleshooting was not completed for the blank display. The insulin pump will not be returned for analysis.